Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation, the suture tape was damaged and torn off. No problems found with the blue suture and white/black suture was not returned. Functional test was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/14/2023, it was reported by an arthrex employee via email that an ar-1588rt-j acl tightrope rt suture broke. This was discovered during a procedure on (B)(6) 2023. Additional information received on 8/23/2023: this was discovered during an aclr procedure, and it took place on (B)(6) 2023. The sutures broke and the button was retained within the sutures; there were no loose fragments inside the patient. The case was completed using another ar-1588rt-j acl tightrope rt.